Event description:
Baxter japan reported "leakage because of broken occluder feet" with the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.